Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was "overheating." The device was used in surgery; however, the type of procedure was unknown to the reporter. There were no injuries or medical intervention reported. There was no additional information provided.